Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their implant is not functioning properly. As a result of what was reported, they were advised to speak with their healthcare provider (hcp). In addition, the call agency gave the patient the call center's phone number. No patient symptoms were reported and no further complications have been reported as a result of this event.